Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation conclusion: the complaint is unconfirmed as no photo / samples received. From video sent by customer, it was observed that the fluid was leaking from the injection port. As no sample was returned for investigation, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Root cause: the root cause cannot be determined. Complaint would be monitored. CAPA is not required.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 45mm l experienced blood spatter/leakage. The following information was provided by the initial reporter: leakage at the injection site (cap) of the catheters and absence of blood reflux while the catheters are correctly located at the vein. Problem occurred regularly with different professionals. Clinical consequences observed: patients' arms engorged with blood. Lack of blood reflux so necessity to prick again the patient.